Manufacturer narrative:
This medwatch is for aviva system 2. Please see medwatch with (B) (4) for report on aviva system 1.

Event description:
Caller reported blood glucose results of 450 mg/dl on aviva system 1, 101 mg/dl and 60 mg/dl within 10 minutes on aviva system 2. Reported no adverse event relative to discrepancy. Aviva system 1 strips not available for return, a request was made for the return of aviva system 2, replacement was sent.

Event description:
Caller reported blood glucose results of 450 mg/dl on aviva system 1, 101 mg/dl and 60 mg/dl within 10 minutes on aviva system 2. Reported no adverse event relative to discrepancy. Aviva system 1 strips not available for return, a request was made for the return of aviva system 2, replacement was sent.

Manufacturer narrative:
This medwatch is for aviva system 2. Please see medwatch with patient identifier (B) (6) for report on aviva system 1.